Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon had tissue attached with the clamp of the cadiere forceps instrument and suddenly, the wire came off the clamp. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: according to the instrumenting nurse, the doctor had not yet fixed any tissue at that time. The doctor wanted to take tissue but this did not work and then they saw that the thread was loose. There was nothing wrong with the material at the time they started the operation.